Event description:
The user facility reported that blood was observed leaking from the bottom of the oxygenator gas outlet port during a bypass procedure. It was determined that it was not necessary to change out the unit. The user facility reported that the case was completed with no patient complications.